Manufacturer narrative:
(B)(4).

Event description:
Received information that an 840 ventilator had a graphical user interface (gui) central processing unit (cpu) printed circuit board assembly (pcba) fail short self test (sst), loss of communication between gui cpu pcb and breath delivery (bd) cpu pcba. Device was not being used on a patient when event occurred. The cse verified the malfunction. Cse inspected the device and replaced the gui pcba. Device pass extended self test (est), and sst.